Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support reporting a blank screen issue occurred in dwell 2. The patient tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys were on, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow up, the patient confirmed that there were no serious injuries or adverse effects experienced, and no medical intervention was required as a result of the reported event. The patient was not able to complete their treatment on the day of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display became fully operational. A 15 minute 1000ml pre-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. No alarms or issues occurred during the test. The cycler was powered down during drain 0 and the cycler successfully recovered. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.